Event description:
Pt underwent corrective surgery for pelvic organ prolapse with the avualta mesh. She has had approximately 6 surgeries to remove mesh & scar tissue. She has incurred large costs, disability, loss of income due to prolonged out of work due to this device.